Event description:
It was reported that the upper left corner of the ilet display housing was damaged, rendering the pump nonfunctional, and the user was provided education and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery that was addressed by arranging replacement and instructing continued use of the dexcom cgm with phone or receiver. Investigation included collection of complaint information, troubleshooting with the user, and request for return of the affected device for evaluation. Investigation of this case revealed a hardware issue consistent with external damage to the pump enclosure and display area leading to loss of function. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to manufacturing or design.